Event description:
A system operator reports over corrections on some patients following lasik procedures. Patient records provided indicate this patient experienced micro striae in both eyes following initial surgery. Approximately one month post-op, a flap-lift was performed on the left eye to resolve the striae. The striae resolved in the right eye without requiring a flap-lift. At approximately two months post-op the patient experienced a decrease of two lines bcva in the left eye. The patient also exhibited a .25 diopter over correction in the left eye and a .50 diopter under correction in the left eye. Two months later, an enhancement was performed for a monovision outcome.